Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the day the sensor was inserted into the arm. The patient¿s mother stated the patient¿s cgm values were low via the dexcom follow app. She went over to the patient¿s apartment to check on him. The patient¿s mother reported that the cgm and bg meter values were ¿60 points off¿ but no specific values were provided. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading showed ¿e¿ (it is possible his bg was too low to register on the machine, or the bg meter had an error). Ems treated the patient with IV dextrose. The patient¿s mother said ems needed to ¿bring her son back¿ (which can refer to helping the patient regain consciousness). The reporter then stated ems took the patient to his doctor¿s office, however, they would not see the patient and recommended that ems take the patient to the emergency room (ER). At the ER, the cgm was reading 118 mg/dl and the bg meter was 67 mg/dl. The patient was provided with crackers to eat. The patient also underwent an MRI and EKG. The patient was discharged home later the same day. The patient recovered and was in good condition at the time of the report. Of note, the reporter mentioned the patient¿s cgm and bg meter reading were at one point ¿100 points off¿ but did not specify when this occurred. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 60-100 points off. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid while in the ER. No additional patient or event information is available.